Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited noise. It was also reported that patient presented to emergency room after experiencing shakiness and dizziness. Programming changes were made. The patient was stable.